Event description:
As reported by a (B)(6), a female consumer (B)(6) medical attention for an eye infection on (B)(6) 2013. The consumer reported on (B)(6) 2013 that she wore her contact lenses while attending a party and took them out before she went to sleep. The next morning, she reported that her eyes were very red. She went to the hospital a day later because "her eyes were hurting so bad." She reported that her eyes were blood shot red and that the doctor at the hospital administered unspecified eye drops into her eyes. She then reported that she was going blind in the right eye due to a "pseudomonal corneal ulcer." The consumer reported that she was currently treating herself with erythromycin 0.45% four times a day and prednisolone acetate four times a day. As of (B)(6) 2014, a (B)(6) rep reported that the pt did not purchase any contact lenses other than the contact lenses purchased on (B)(6) 2013. The product insert stated that the wearing schedule for either daily or extended wear would be from 1 to 7 days/6 nights. The product insert label also recommends that contact lenses be discarded and replaced every two weeks, or as recommended by the eye care professional.

Manufacturer narrative:
The product was not returned for eval. The device history record and sterilization record for this lot has been reviewed and no deviation or non-conformances were found that indicated a process issue occurred during the product and final packaging of the complaint lot that would have contributed to the reported event. No root cause could be identified. (B)(4).